Manufacturer narrative:
Device received with unresponsive buttons due to moisture damage at keypad traces. No button error alarm noted. Traces of corrosion found at the electronic assembly and motor assembly per visual inspection. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery and self test or verify prime/fill anomalies, gear noise, back light anomalies and no excessive no delivery/occlusion alarm due to unresponsive buttons. Device received with cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons were sticking and were harder to press. And they could smell insulin in reservoir area. The customer¿s blood glucose level was unknown. The insulin pump had unexplained no delivery alert. The gear was louder when than before when priming when priming have to hold much harder; backlight was not coming on even when change of fresh batter. The reservoir and insulin pump will not be returned for analysis.